Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log and the device failed a test step during testing. The device's system board and oxygen blending module harness were replaced, and the device was recalibrated to address the issues.